Event description:
The manufacturer received information alleging headache, foaming coming out of mouth, related to a bipap device's sound abatement foam. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Upon review, it has been found that the manufacturer was contacted on 01/17/2022 alleging having trouble breathing, chest pain, and difficulty breathing/shor of breath. The patient did not allege medical intervention and no report of serious or permanent injury. Sections b3 and h6 have been updated accordingly.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of headache, foaming coming out of mouth, difficulty breathing / short of breath, having trouble breathing, chest pain related to a bipap device's sound abatement foam. There was no report of patient harm or injury. After the second attempt to have the device and components returned for evaluation, the customer stated that the device was already returned. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.